Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with the sensor. Customer's blood glucose level was over 400 mg/dl. Troubleshooting for his high blood glucose level was declined. The device was not returned.